Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed. The neptune was connected to 110 vac. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. A temperature display accuracy test was performed as well and the unit displayed the correct temperatures and test responses. The check mark on the front of the unit was held to allow the rainout indicator to display. It displayed correctly with no issues. The unit was put on an abbreviated version of the functional bench test consisting of an 880-36kit breathing circuit and a temperature probe. The unit did not experience any interruptions. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The event is reported as: the customer alleges there was no light indicator appearing on the panel to adjust the amount of condensation. There was no patient harm reported.

Event description:
The event is reported as: the customer alleges there was no light indicator appearing on the panel to adjust the amount of condensation. There was no patient harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 03/09/2015. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.